Event description:
It was reported that approx 2 months ago,the pt sliped and hit her head against the edge of the bath. Testing showed that 9 out of the 12 electrode channels show high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.